Event description:
A report was received that the patient was electively explanted because the patient was overweight and the ipg pocket was located on the patient's beltline causing discomfort. After the explant, the patient is reportedly doing well.

Manufacturer narrative:
Device was explanted and discarded by medical facility. This is the final report.